Event description:
During kit inspection, the threaded ball plunger was found to be missing.

Manufacturer narrative:
Thread lock material was not detected on threads. Threaded ball plunger was not assembled with thread lock. This is the final report that will be submitted associated with this incident and device.